Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure as two (2) defective buffer valves. The fse performed priming and also found leaking buffer syringe. The fse replaced the two (2) buffer valve and buffer syringe which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter telephone number is (B)(6). The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of false high/elevated ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl) involving their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.